Manufacturer narrative:
There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On (B)(6) 2018, the following information was reported to kci by the nurse: on (B)(6) 2018, the activ.a.c.¿ therapy system allegedly shut off, even when it was plugged in. A device evaluation completed on 12-oct-2018 determined the following: on (B)(6) 2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kci quality engineering. During kci testing,the device shut off after 10-15 minutes of running during kci testing. A fault was found with the power switch. Replacing the power switch with a known good power switch resolved the issue and the device functioned normally.

Manufacturer narrative:
Based on the additional information, kci's assessment remains the same; kci found evidence that the faulty power switch was a collapsed power switch dome. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. MDR-3009897021-2018-00100 submitted on 19-nov-2018 reported the following: type of report: 30-day and initial. Correction: type of report: 30-day (only).

Event description:
Kci identified that the faulty power switch was a collapsed power switch dome.

Manufacturer narrative:
Based on the following corrections, kci's assessment remains the same; kci found evidence that the faulty power switch was a collapsed power switch dome. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. MDR-3009897021-2018-00100 submitted on 09-nov-2018 noted: date of event: (B)(6) 2018. Correction: date of event: (B)(6) 2018. MDR-3009897021-2018-00100 fu1 submitted on 20-jul-2020 noted: additional manufacturer narrative: MDR-3009897021-2018-00100 submitted on 19-nov-2018 reported the following: correction: additional manufacturer narrative: MDR-3009897021-2018-00100 submitted on 09-nov-2018 reported the following.